Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 514 mg/dl. A correction bolus and insulin injections were used in an attempt to address the bg level. The customer did not know what caused the high bg. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip, saline, potassium and calcium. The bg and dka were resolved. The customer was discharged on (B)(6) 2017. The customer had changed out the infusion set tubing and confirmed that insulin was seen exiting the tubing. The pump was found to be functioning as expected. Tandem technical support advised the customer to discuss the possible causes of the event with a healthcare provider.